Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Robotic inguinal hernia - "fio was used to establish numo, tried to remove the scope and part of the seal from the octurator came out. The doctor had to use a lot of force to remove the scope from the octurator. 5mm scope was use used with the xi robot." Type of intervention - unknown. Patient status - "fine". Additional information received via email 24 june 2016: "what scope was being used at the time of the incident: stryker 5mm 0 degree."

Manufacturer narrative:
We have tried to obtain the incident device for evaluation with no success. The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. As the lot number was not provided, a review of the manufacturing records for product that had recently been shipped to the user facility was performed showing that product passed all manufacturing and quality inspections. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. The root cause of the event is likely due to non-axial retrieval of scope from the obturator. Although the exact root cause could not be confirmed, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.